Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update received 3/28/16. Clinical report has been received stating that the patient was revised to address loosening. It was also noted that the patient had no cement mantle in zones 5 and 6. Cement is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 4/12/2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, loose stem (cement/implant interface), femoral osteolysis, and no infection. The cement is still unknown. The acetabular liner placed on (B)(6) 2013 is now being reported for the osteolysis. This complaint was updated on: 5/4/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address femoral stem loosening and pain. Loosening was noted at the cement to implant interface. Unknown cement was used.